Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of above 500mg/dl. The customer's blood glucose was 294mg/dl at the time of call. The customer reported that the blood glucose would not go down and they couldn't stop vomiting. The customer was treated by giving insulin. Troubleshooting was done. Based on customer report customer did not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed off no power alarm test and a21 error test. Device failed vibrate check during self test due to vibrator motor connector not properly plugged to the interface board. Plugged in the vibrator motor connector to the interface board and then the device passed vibrate check. Device had intermittent button response on the act button due to due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device uploaded properly using care link. Device had minor scratched display window, cracked display window, cracked case at display window corner, broken battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).